Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was admitted to the hospital on (B)(6) 2016. The patient's blood glucose was 20 mg/dl. She was connected to her insulin pump while delivering a prime. The customer was treated at the hospital. She was put on a sliding scale of novalog and levamir. Troubleshooting did not occur since the customer's battery was dead. The insulin pump was not returned for analysis.